Event description:
Philips received a complaint from a philips authorized service provider (asp) reporting that the enter (or accept) button on the v60 ventilator was damaged. The issue was identified during an annual preventative maintenance service inspection. The device was not in clinical use. There was no report of harm or other patient/user impact. The asp evaluated the device and noted the enter button was unresponsive and confirmed damage. The cause of the damage was not determined. The asp replaced the switch printed circuit board assembly (pcba) and the switch pcba cable. The device was operational and returned to service after repairs were completed.